Event description:
See initial report.

Manufacturer narrative:
The patient had then a total of four (4) different surgeries between 2016 and 2023, and there is no evidence indicating during which surgery the patient might have been infected. Serial numbers of 3t used for previous aortic surgery in 2016 and 2017 remains unknown, while serial number of 3t used in 2022 surgery was provided (serial number (B)(6) , model 16-02-80, UDI (B)(4), maufacturing date 2 aug 2017). For both 3t serial numbers provided and in use at hospital in 2022 and 2023 (serial numbers (B)(6) (UDI (B)(4), maufacturing date 2 aug 2017), model 16-02-80, respectively) a device service history review was performed identifying that they were upgraded with the vacuum&sealing kit in august 2017. Device history record (DHR) review of possible involved device serial numbers has been completed and did not identify any deviations or non-conformities relevant to the reported issue. A device complaint history review was performed for the two available serial numbers, revealing that no similar event was ever reported to livanova before present occurrence. In addition, the laboratory report with positive result for mycobacterium chimaera provided by the customer identified that the device water sample was taken in (B)(6) 2024, therefore more than a year later than the claimed surgery of (B)(6) 2023, meaning that there is no evidence that the device was contaminated during the surgery. Furthermore, the test was performed with a pcr (polymerase chain reaction) based method that may detect dna fragment of killed bacteria and might result in a false positive. Trough further follow-up communications with customer, livanova also learned that followed disinfection and maintenance procedures in use at the facility did not adhere to livanova device instructions for use. In particular, the devices are not cleaned regularly, the sink water used to fill the devices is not tested at the time of the heater cooler water sampling, and it is unclear how frequently the h2o2 is checked. In addition, prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are only wiped with disinfectant wipes, meaning that the inside of the device is not actually disinfected. Lastly, the heater cooler field blue tubing set is not replaced every year, and water cultures are not taken routinely. Based on all the collected information, there is no evidence that heater cooler was the cause of the infection and, in addition, related instructions for use are not followed consequently no failure of livanova device has been identified. Source of patient contamination remains unknown and a direct relationship between the reported adverse event and the device could not be established. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report related to a patient bacterial infection following a cardiac surgery (aortic arch prosthesis) performed in (B)(6) 2023, in which a heater-cooler system 3t device was used. In detail, on (B)(6) 2024 mycobacterium chimaera was found in a pustule adjacent to the aortic arch of the patient. The patient suffered from a prolonged infection, which spread to several organ groups, causing a severe disease picture. However, patient current health state is unclear.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) finland. Livanova initiated an investigation. Based on current status of the investigation the alleged device issue was not confirmed yet. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H 11: answers to livanova's questions regarding invasive mycobacterium chimaera infection patient's current health state: the patient has had a fever since (B)(6) 2024. The diagnosis was reached in (B)(6) 2024. The patient is alive, the condition is serious but apparently stable. He is being treated with a combination of several drugs for a disseminated m. Chimaera infection, which was cultured from a puncture from a collection adjacent to the aortic prosthesis and repeatedly from blood. Surgical treatment is not possible, in the future the plan is permanent antimicrobial treatment. Whether the patient underwent any previous procedure (before (B)(6) 2023), during which the infection could have been transmitted: the patient is a 30-year-old man with marfan syndrome, who practically has the entire aorta prosthetic. The most recent surgery was performed on 3/23, when the old aortic arch prosthesis was replaced with the so-called frozen elephant trunk with reconstruct. Prior to that time, there were no symptoms of infection and no signs of infection during surgery, the operation was performed due to the gradual expansion of the prosthesis. Previously performed surgeries: thoracic-abdominal aorta repair with prosthesis performed in 2022, in addition to previous aortic operations in 2016 and 2017. Is there any evidence that the heater cooler used during the aortic surgery in 2023 was contaminated with mycobacterium chimaera? Yes it was and culture results were provided to livanova. Was the sink water tested? No. Was the device cleaned regularly as per the instruction for use? Efforts have been made to carry out cleaning every 2 weeks, but this has not been fully realized due to insufficient manpower. Were disposable gloves used solely for hc3t device during cleaning? Yes. Does the hospital use reusable blankets? Yes. Is the water quality monitoring applied and the h2o2 checked? In finland, the water quality is monitored by the water authority, there is no systematic monitoring of water quality in hospitals. When the device is not used, is it stored drained or full of water? The hsu¿s that are in daily usage will be kept full and empty after cleaning. If hcu¿s are not in daily use, will storage on dry. Is h2o2 added when the water in the tanks is changed (each 7 days)? Yes. Is a disposable pall-aquasafe water filter with 0.2 m membrane used for tap water or equivalent performance filter? Yes. If yes, please indicate which filter and replacement frequency: the filter package says pall-aquasafe, it is changed twice a month. Prior to initial operation and prior to storing the heater-cooler, are the surfaces and water circuits disinfected? Plant maintenance wipes the hoses. Is the 3t aerosol collection set replaced after allowed use period (7 days)? Yes. Is the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler replaced each year? No. Was the device placed inside or outside of the operation theatre during use? If inside: estimated distance between the surgery field and the device: the distance is approx. 2 meters depending on the operating room. The information from laboratory report mentioned above, confirmed the 3t contamination at time of surgery and additional information were provided about previous surgery.

Event description:
See initial report.